Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. Customer does not recall any significant events leading to the error, but indicated that the alarm sometimes occurred after a bolus attempt. Customer's blood glucose was 404 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose but indicated that he would change out the entire set, reservoir and insulin and will call back if any further issues arise.